Event description:
It was reported "there is an easy passage of the guide. The needle is removed, the path is dilated and finally the catheter is passed between the guidewire, the latter being removed in its entirety. The permeability of the roads is checked, but there is no return. The catheter is rearranged even without blood return. Catheter is removed and factory deformity is observed." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, two images were provided by the customer. Visual analysis of the photos confirmed a deformed portion on the catheter body that appears consistent with kinking; however, a full visual analysis could not be performed on the catheter nor the tray as the sample was not returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture." The customer report of damaged catheter was confirmed by visual inspection of the customer supplied photos. The images show a deformed portion on the catheter body that appears consistent with kinking; however, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "there is an easy passage of the guide. The needle is removed, the path is dilated and finally the catheter is passed between the guidewire, the latter being removed in its entirety. The permeability of the roads is checked, but there is no return. The catheter is rearranged even without blood return. Catheter is removed and factory deformity is observed." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".